Manufacturer narrative:
(B)(4.

Event description:
It was reported that the infection didn't subside and all the implants inserted were removed from posterior side. Sepsis was confirmed.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Devices of multiple part numbers were implanted during the procedure including: part: 5531113 (x2) part: 1556300500 (x2) part: 55711017540 (x5) part: 55711017570 (x2) part: 55790014530 (x2) part: 55790014535 (x8) part: 55790015535 (x1) part: 55790016535 (x1) part: 55790017540 (x1) part: 55790017545 (x2) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, a patient underwent olif on (B)(6) 2015 and psf at th8- s2ai levels on (B)(6) 2015. Postoperative infection was observed. The patient will be operated on (B)(6) 2015 to reopen the wound and wash. The surgeon thinks it better to conduct pps as open surgery has a high risk of getting infection. The products were used in the patient. Patient complications were reported. No malfunction was reported. Cause and detail of infection was unknown.